Event description:
Patient (user) acquired a uti concurrent with catheter use. The patient is using the "clean technique" which allows for touching of the catheter with clean bare hands. However, user suspects inadvertent touching of the catheter due to difficulty removing from the package may have contributed to him experiencing a uti. He previously used another catheter brand with packaging that he feels made it easier to avoid touching the catheter. The patient was placed on a 10-day antibiotic and has recovered.